Manufacturer narrative:
The insulin pump was received with critical pump error alarm and a pump error alarm due to moisture damage on the electronic assembly. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the motor or force sensor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack on the back of the insulin pump. The customer's blood glucose was 156 mg/dl at the time of incident. The insulin pump was returned for analysis.